Event description:
It was reported that the ventilator would not reach pressure. No patient injury was reported. No other information has been provided at this time.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a damaged front panel, missing 3 small end caps, and the input manifold is extremely loose on the bottom chassis. The customer stated problem was duplicated. Faulty input manifold assembly was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. The previous service history has been reviewed and deemed unrelated to the current customer reported problem., corrected data: e4: correction: customer reported to FDA: no information. D5: correction: operator of the device: unknown.